Event description:
A 4.0 mm diameter x 15 mm length nc sprinter rx dilatation balloon catheter was inserted to post-dilate another manufacturer's drug-eluting 3.5 mm x 28 mm stent that was insufficiently dilated in the rca. The lesion morphology was moderate tortuosity, little calcification with 90% stenosis. It was reported that the balloon was advanced to the intended lesion site. It was reported upon the first inflation of the balloon, the balloon burst at 10 atmospheres. The balloon was successfully removed form the pt as one unit. Another MFR's balloon was used to successfully complete post-dilatation of the stent. It was reported that the device was inspected and negative purge was performed prior to use and no abnormalities were noted. No clinical sequelae were reported and the pt is reported to be stable. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Other (no device or cine films returned for evaluation).